Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any issue with the staple line or cut line as a result of the device issue? If yes, please provide further detail. Is the current patient status known?

Event description:
It was reported that during a colon resection, the circular stapler was closed and fired. The anvil then separated and fell out of the stapler after it was closed and the anastomosis was made. It is unknown if there were any patient consequences.